Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a generator change out due to battery advisory warning. The patient was a dependent patient. The replacement device exhibited noise due to common mode inhibition. The device was replaced with another new device. The procedure was completed successfully without any adverse consequences to the patient. The patient was doing well and will continue to be monitored with the routine follow-up.

Manufacturer narrative:
Analysis was normal. A longevity calculation was performed and found to be above expected limits. The device functionality was tested on the bench and no anomalies were found.